Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The perclose proglide device is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was partially deployed. Both cuffs had been captured and the posterior cuff was attached to the needle tip; however, the link was pulled from the anterior cuff during suture harvesting. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment; therefore, the reported experience is confirmed. During needle trajectory testing the original plunger was re-inserted into the device and the trajectory, depth and mandrel travel were acceptable and not a contributing factor in the event. During step 3, the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach. A link detachment can be influenced by many factors, including, but is not limited to manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies, aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. The needle trajectory of each device is inspected twice during manufacturing. Based on the investigation findings, the probable cause for the link detachment is related to the operational context during use. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, the device did not take. Another proglide was used with the same results. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.